Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a broken split nut. No patient involvement.

Event description:
It was reported that the device had a broken split nut. No patient involvement.

Manufacturer narrative:
Corrections/updates were made to: g1, g4, g7, h2, h3, h6 (method, results, conclusion), h10 and h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2014 to the present date (B)(6) 2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.